Manufacturer narrative:
H10 - additional information: section g2: medwatch mw5100157.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio imagery revealed calcification and tortuosity present in the patient vessels and anatomy. Review of the provided device photographs revealed a longitudinal and radial balloon tear. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were able to be confirmed based on the provided imagery and device photographs. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. It was noted that there was possible calcification present in the sov and leaflets. As reported in this complaint, 'the 29mm commander delivery system balloon ruptured as the 29mm sapien 3 valve was fully deployed in the aortic position' and 'difficulties were encountered during the withdrawal of the delivery system and the balloon could not be pulled into the sheath'. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated, burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. Once ruptured, the, balloon would likely have an altered/increased profile that can cause difficulties while withdrawing the delivery system. Moreover, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which could further exacerbate delivery system withdrawal difficulties through the sheath. Available information suggests patient factors (calcification, tortuosity) likely contributed to the balloon burst during valve deployment. The balloon burst, in addition to the previously mentioned patient factors, likely contributed to the reported withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, the 29mm commander delivery system balloon ruptured as the 29mm sapien 3 valve was fully deployed in the aortic position. Difficulties were encountered during the withdrawal of the delivery system and the balloon could not be pulled into the sheath. The sheath and delivery system were removed as a unit. Following device removal, a femoral dissection was observed. A cutdown was performed to repair the artery. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The native aortic valve was reported to be horizontal with moderate to severe valvular calcification. Review of the provided post procedure device photographs indicated a balloon burst.